Event description:
A malfunction on the pump was reported without any notable events occurring beforehand. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer has experienced the same malfunction on their pump at least three times. As a corrective action, technical support arranged to replace the pump, advising the customer on necessary steps for returning the faulty pump and setting up the backup therapy using mdi to ensure insulin delivery continues without interruption.